Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. The patient stated that on tuesday they had a fall in the bathtub, they slipped and landed directly on their back. They said the next day they noticed their urine increasing and the day after that, they stopped going altogether. They stated they had a neurogenic disorder. Patient services had the patient attempt to increase stimulation, but the patient was unable to feel stimulation on any program from 0-8.0, with the exception of feeling it slightly on program 1. No further complications were reported or anticipate.